Event description:
It was reported that, during a procedure, there was an allura xper fd20/z rotation problem. No patient harm or injury was reported. An investigation was opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the vascular diagnostic procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the z-rotation was not possible. During troubleshooting, the fse found that the amc was broken. The amc was replaced and calibrated and the current was adjusted. After replacement of the amc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.